Manufacturer narrative:
Date of birth: unknown date (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: the connection (welding joint) between the gripping head of the handle and the shaft is broken. Our investigations have shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. Also we found that a piece from the plastic handle is broken off. There are severe traces of impact on the head as well as at the front side of the handle. Due to the heavy hammering marks it is likely that the instrument was subjected to excessive use and hence resulting in rupture of the welding between the stroke cap and the shaft. The current technical guide recommends inserting the proximal femoral nail antirotation blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During procedure, the impactor was hit by a mallet and the inside of the impactor and handle broke.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation blade was inserted using impactor for proximal femoral nail antirotation blade. During procedure the nail was hit by a mallet and the inside of the impactor and handle broke. Surgery was delayed 5 minutes and completed successfully with no patient harm reported. This is report 1 of 1 for complaint (B)(4).